Event description:
A nurse reported that the set was in use on an ICU ventilator pt, and blood leaked out onto the bed sheet through a crack in the cap. She reported that the bleed lasted about 20 minutes before it was noticed. After the event the pt had a 2 gram drop in hemoglobin; actual laboratory results not provided but the pt remained stable and did not require blood replacement. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.